Event description:
It was reported that customer's insulin pump had a blank display. This occurred after a battery change. No additional details provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had blank display due to battery tube not plugged into connector interface board properly.